Event description:
Two patients with discrepant glucose or calcium results. Pt 1, initial glucose result 2 mg/dl, repeat 165 mg/dl. Patient 2, initial calcium result >20 mg/dl. This same sample was repeated twice giving >20 mg/dl (same analyzer) and a normal value (actual value unknown) on an alternate analyzer. Erroneous results were not reported. The field service rep determined a bent r2 probe to be the cause and replaced the probe. He noted he also adjusted the z drive belt and checked the r2 arm for wear. Performance tests performed which were within spec.